Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-apr-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following implantation of lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads, a suspected infection was identified with fluid discharge. The incision was irrigated, antibiotic beads (vancomycin and gentamycin) were placed in the wound, and oral bactrim was administered for 2 weeks. An additional surgical intervention was performed consisting of incision and drainage. The issue was reported as resolved, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.